Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6)2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site due to migration. The physician prescribed a topical compounding cream, however, pain did not resolve. The patient underwent an ipg pocket relocation procedure.